Event description:
Per the clinic, the patient has developed a cholesteatoma and middle ear infection following with migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device (specific date not reported).